Manufacturer narrative:
Bed in facility maintenance. Tech found no CPR function. Replacement the CPR valve to resolve this issue.

Event description:
Info received that the bed had no manual CPR function. No injury reported.